Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to call back if any malfunction code appears again and acknowledged the guidance provided.